Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error (error 1) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter was returned to animas and evaluated on 11/03/2014 with the following findings: the meter powered on normally and was successfully paired with a test pump. No errors occurred during the investigation. An error 1 code was observed in the meter download. The complaint could be verified in the pump¿s history but could not be duplicated during investigation. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.